Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a octaray mapping catheter and vizigo and wire was wrapped around the devices. It was reported that when the physician removed the octaray catheter from the vizigo sheath there appeared to be "wires wrapped around the octaray." They pulled the wires off and discontinued use of both sheath and catheter. The case was continued successfully with new sheath and catheter. They were unsure if the "wires" were part of the vizigo sheath or part of catheter.

Manufacturer narrative:
On 26-may-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).